Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2018 due to the fracture. No other electrical anomalies were exhibited. Due to the occluded vein, the lead was implanted on the opposite side of the patient¿s body. The patient was stable throughout the whole procedure.